Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in germany, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve via transfemoral approach, the esheath was observed to be torn upon removal, causing bleeding in the patient. Hemostasis was achieved using a balloon, and two covered stents were implanted to stop the bleeding. The patient required cardiopulmonary resuscitation (CPR) due to the absence of blood pressure and was connected to an extracorporeal membrane oxygenation (ECMO) machine. A few hours later, while in the intensive care unit (ICU), a reintervention was performed by vascular surgeons. The medical team was unable to determine when the esheath was damaged. The patient remains in intensive care. The procedure used a safari wire, and no stiffer wire was needed. The usual wire changes were performed. Per the pre-decontamination evaluation of the product, it was observed that the valve had one bent strut, tissue was observed on the valve, and the valve was protruding through the torn liner.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. During the engineering evaluation, a discrepancy was identified between the devices received and the information documented in the complaint system. Further investigation revealed that two complaint devices with similar issues had been inadvertently mixed up. In this case, there is no complaint associated with the valve used in the transcatheter aortic valve replacement (tavr) procedure. Therefore, the previous FDA submission for a damaged valve was submitted in error.